Manufacturer narrative:
Loose or disconnected lines are a known cause of a system error 2240. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain four of four of peritoneal dialysis therapy. The patient stated when she got out of bed the patient line was no longer connected to her. The patient ended therapy. During troubleshooting, it was revealed that the patient had a broken wrist and was unable to securely tighten the connection between the patient line and the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.